Event description:
The patient reported that after implant, she was getting relief, but then all of a sudden she started having symptoms and was not getting any relief from the pump. She reported the following symptoms: her pain was unbearable, her legs and joints were sore, her entire body was affected, she had a burning sensation over the pump. She also stated that she had had a colonoscopy a couple of months ago, and her stomach remained enlarged. She said the stomach enlargement was being checked out by the hcp. A CT scan (date not reported) was done and the patient was waiting for the results. The patient also included that she had experienced a fall a couple of weeks ago, but the symptoms had been occurring prior to the fall. The patient stated she was at home and was not doing well; she was extremely upset. The patient was encouraged to contact her hcp. She said she had and was waiting for a call back from her hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Add'l info has been requested, a follow up report will be submitted if add'l info becomes available.